Event description:
It was reported that during a lap supra cervical hysterectomy procedure, the tissue pad came off the device prior to use. It fell off outside the pt into the sterile field. The site opened a new instrument and the same thing happened. The surgeon decided to complete the procedure with the second device without the tissue pad. There was no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.